Event description:
An end user who resides in a nursing home was pulling himself into the bed from this chair when the chair tipped over and resulted in a black eye. A call was placed to the reporter of this incident. It was reported there was no malfunction with the chair. The consumer gets impatient if the nurse doesn't put him right back in bed and he tries to pull himself into the bed by himself and tips over. The staff is aware of the issue and will be keeping a better eye on him.